Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The patient had a CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, sex, adverse event or product problem, date of event, event, other relevant history, brand name, concomitant medical products, PMA/510k, type of reportable event, if follow-up, what type, and device manufacture date have been updated accordingly. Event: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to deep vein thrombosis, pulmonary embolus, and morbid obesity. During placement of the filter via right femoral vein, the filter was delivered across the third lumbar vertebra under fluoroscopic control. A completion venacavogram was obtained and the study revealed excellent position. The patient tolerated the procedure well and was returned back to intensive care unit in stable condition. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about six years and seven months post implantation of the ivc filter. The patient reports to have perforation of filter strut(s) outside the ivc, and a tilted filter. The patient also states to suffer from stress of not knowing when the filter will cause more severe injury. As reported, the patient underwent placement of an optease vena cava filter. The patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to deep vein thrombosis, pulmonary embolus, and morbid obesity. During placement of the filter via right femoral vein, the filter was delivered across the third lumbar vertebra under fluoroscopic control. A completion venacavogram was obtained and the study revealed excellent position. The patient tolerated the procedure well and was returned back to intensive care unit in stable condition. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about six years and seven months post implantation of the ivc filter. The patient reports to have perforation of filter strut(s) outside the ivc, and a tilted filter. The patient also states to suffer from stress of not knowing when the filter will cause more severe injury. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.